Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 135 mg/dl. The customer stated that she changed the battery, and the power ran low very quickly. No other significant events leading to the alarm were observed. She did not recall whether the insulin pump had been exposed to a strong magnetic field. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.